Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during testing conducted at the manufacturer facility, the hinge on the housing would not close as expected. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.